Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing, and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer 5 failed and required maintenance. The field service engineer (fse) found that drawer 5 would not close. The fse removed the rear panel and identified broken latch screws. The fse shut down the station, removed drawer 5, and installed the correct screws in the latch. After reinstalling the drawer, the fse restarted the station and tested the drawer using the hardware test application. The fse then restarted the application, and the customer successfully accessed and closed the drawer with no issues, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 was failed and showed required maintenance. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.